Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 0 days. The pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2017, prior to implant, the implant kit was opened and the pump was being prepared for implant. While adding another liter of saline to the priming basin, the scrub nurse observed a small human hair in the basin. The device was submerged in 3 liters of saline, and was not running at the time. The hair was small enough to be from an eyelash or eyebrow. The scrub nurse doing the priming had on a face shield. Due to the scrub nurse's personal protective equipment (ppe), the surgeon reported that it was unlikely to have come from someone in the or, and that the hair was present due to the manufacturer¿s sterilization process. A new implant kit was opened and used for the implant. No patient harm occurred as a result of the event.